Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer lug connections and ac power cable connections were evaluated and repaired. The transformer taps were also reset to the correct voltage. The system was tested and found to be working as intended and returned to service.